Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 600 mg/dl and a high level of ketones; cause was unknown. Pump data review by tandem technical support indicated that the pump and related supplies were functioning as intended. Bg was addressed via a correction bolus. Reportedly, the customer continued to use the pump for insulin therapy.